Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device. To date no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe. Can you please clarify if the device had a feeding issue? Did device feed clips sideways into the jaws? Did device eject clips that were unformed? Did device fire scissored clips? Or did the device fire malformed clips? If yes, were the clips not completely closed (clip gap)?

Event description:
It was reported that during an unknown procedure, a clip was not formed completely. It is unknown how the procedure was completed. Patient consequence was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 6/18/2020. D4: batch #t9284g. Investigation summary: the analysis results found that the mcl20 device was returned with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining eleven clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. P.